Event description:
The patient reported that 2 infusion sets from the same box have torn in a one week period. He stated that one occurred on 12/25/2006. The patient stated that he "just knew" it was torn. He reported that he checked his blood glucose values and they were elevated (upper 200 mg/dl range). He stated that on both occasions, he changed out the infusion set tubing and administered a bolus to reduce his blood glucose values. He stated he did not have any of the common symptoms of elevated blood glucose, but that he "just didn't feel right". The patient did not require outside assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.